Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that indicates that this pacemaker and rv lead exhibited oversensing and an unknown duration of pacing inhibition during the attempted implant procedure and therefore, were not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the complete lead was returned with the helix retracted and noted 3 cuts in the outer insulation. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. The lead did not pass pressure testing due to the cuts in the outer insulation. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations and concluded that the cuts in the insulation were consistent with induced damage.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were attempted, but not implanted due to a product performance issue. Another pacemaker and rv lead were successfully implanted. No adverse patient effects were reported.